Event description:
It was reported to philips that the device failed during operational testing and displayed a replace therapy cable message. There was no reported patient or user involvement and no adverse patient/user impact.